Event description:
It was reported that this patient presented to the hospital after experiencing a syncopal event. The patient's heart rate was 50bpm and reported symptoms were similar as to when the patient was at home. Pacing inhibition was observed on the hospital monitors. The patient was admitted to the hospital and system evaluation was requested. A boston scientific sales representative turned off minute ventilation (mv), adjusted sensitivity to 10mv and programmed fixed outputs. Noise and oversensing could not be reproduced with provocative maneuvers and no inhibition was observed after admittance. Remaining battery longevity was 1.5 years, and high-power battery consumption was identified. Data analysis was requested, and normal battery depletion was confirmed. The highest average power consumption was observed last month and was 66uw. It was suspected that this was a calculated power consumption when the device was briefly programmed to a high output. The power consumption and battery voltage were stable and within expectations based on settings and therapy delivery. The high-power consumption could be attributed to recent telemetry sessions that occurred within the last few days. X-ray of this right ventricular (rv) lead did not identify clear evidence of a lead fracture; however, there appeared to be sharp bends located where the lead exits the header, at the clavicle, and a couple centimeters back from the tip at the distal end of the lead. Patient triggered monitor was programmed on overnight and the hospital staff were aware how to use a magnet. A revision procedure was performed, and the suspected lead insulation damage was confirmed. The rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).